Event description:
It was reported that the housing of the camera head gets hot suddenly after 10 minutes using and it is unable to hold with hands. The problem was noticed during inspection. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. *** update aha 22-mar-2024: during surgery they have not feel the heat initially, they have checked after that for a period of an hour at that time found that camera head gets heated up rapidly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Visual comments: body, gm, focus ring and head cable: normal wear and tear. Functional comments: the device was subjected to functional testing per wi-000102640 and all functional criteria were met. A touch temperature thermal test was performed for 2 hours per tp-02243-21 (plm42314). The maximum temperature of the device is 47.4c and meets the touch temperature limits per bs en 60601-1 2006+a12 2014, standards ( 48c) maximum touch temperature. The reported event of "the housing of the camera head gets hot suddenly after 10 minutes using and it is unable to hold with hands." Was not confirmed.